Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010, inr: 7.3, 2.8, 6.2.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 7.3, 2nd inr: 2.8, 3rd inr: 6.2, mean: 5.43, sd: 2.35, %cv: 43.18. Data analysis revealed all repeated inratio inr results reported by end user did not meet precision criteria. Strip lot information was not available. No product is expected to be returned. Patient is taking antibiotics, which could have affected inr testing. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.